Event description:
It was reported that the customer experienced continuous glucose monitor (cgm) signal loss with a dexcom g7 as the sensor neared its scheduled expiration, and user elected to change out the sensor. No adverse clinical symptoms were reported. Outcomes included no impact on health status and no need for medical intervention or hospitalization. User support included remote troubleshooting and education regarding sensor replacement near end of life. Investigation of this case revealed that the sensor was expiring, which is consistent with expected device behavior near the end of sensor life, and no malfunction of the ilet system or associated components was identified. It was concluded, based on previously established findings for similar reports, that the cause was end-of-life sensor behavior consistent with normal use conditions.